Manufacturer narrative:
Additional information was received that the flow sensor was not defective and the event did not occur during patient use. Therefore, the initial reported event was not a reportable event. Block h6 impact code updated. H3 other text : additional information was received that the flow sensor was not defective and the event did not occur during patient use. Therefore, the initial reported event was not a reportable event. Block h6 impact code updated.

Manufacturer narrative:
No patient information received to date. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the issue.

Event description:
The hospital reported a flow sensor issue where the diaphragm was stuck open. There was no report of patient injury.